Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery on (B)(6) 2020 using the nextra hammertoe correction system, the proximal implant component could not be disengaged from the driver. A second kit was opened to complete the surgery. There were no reported patient complications.